Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebt2099 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (rebt2099) have been reported from the same facility.

Event description:
It was reported by the facility that the PICC was placed in the patient's left upper extremity and on (B)(6) 2017 was noted to be broken between the catheter and the hub.